Manufacturer narrative:
Results: visual inspection of the returned product found pieces of the lens optic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens but the lens tore in the cartridge. There was no patient contact. Or injury.